Manufacturer narrative:
Analysis of the catheter found a hole on the catheter body caused by the catheter connector pin. Leaking was seen during pressure testing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005-, explanted: (B)(6) 2017, product type: catheter.: interrogation of the pump determined it was used to infuse gablofen [2,000.0 mcg/ml] at 316.1 mcg/day. Analysis of the catheter found a hole on the catheter body causes by the catheter connector pin. Leaking was seen during pressure testing.

Event description:
The patient's pump and catheter were returned to the manufacturer without any complaints. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.